Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter component damage no leak (B)(6) 10:00 a.m., for the patient line chest tube closure of the use of heparin cap, in the disinfection of replacement can not be unscrewed, after the use of hemostatic forceps clamped to unscrew the replacement, only to find that the heparin cap core has been broken, embedded in the chest tube can not be taken out, can only be replaced with the whole chest tube, considering that the core of the heparin cap is fragile and fragile.

Manufacturer narrative:
1. The customer did not return the sample, making it difficult to obtain the details and root cause of the defect. 2. Query batch record information: 1) complaint batch number 4016504 was produced on the prn automatic assembly line, with a production date of 2024-3. 2024-3 was packaged on the m860 packaging machine. The total amount of this batch of products is 439k. 2) check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. 3) check the production records and machine maintenance of this batch of products. There are no abnormalities, deviations or rework activities. 3. Analysis of the retained sample products: three pairs of retained samples from the same batch were tested for appearance, and the test results were qualified. 4. Root cause analysis: comprehensive analysis: the product has been put into use. There is obvious damage to the product caused by external force, and the root cause cannot be determined. 5. The factory will continue to pay attention to this issue.

Event description:
No additional information is available.